Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es event logs. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested event logs. A technical support specialist (tss) dialed into the server, checked reports and found that there was a miscount that led to a discrepancy. The tss downloaded the logs, shared it with the customer via email, confirmed that there was no issue with the station on the date customer provided and requested a timeframe to check the logs. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.